Event description:
Caller reported experiencing alarm 2 followed by alarm 26 leading to an occlusion issue that resulted in blood glucose levels exceeding 500 mg/dl, with the cgm reading "high." The customer took corrective action by administering a correction bolus using the pump. Technical support instructed the caller to load a new cartridge onto the pump and deliver a 9-unit bolus, which completed successfully. Technical support arranged for a one-time pump replacement and provided instructions for the return of the problematic pump. Customer would continue using the current pump until the replacement arrives.